Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 120 mg/dl. Customer stated that there was no response from any button. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons. Problem isolated to the keypad. During visual inspection, found the keypad connector on electrical board was properly locked. Device passed displacement test and self test.